Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an sjm trifecta valve (unknown model and serial number) approximately three years ago. The patient returned to the hospital with an acute myocardial infarction and underwent a percutaneous coronary intervention where a coronary artery stent was placed. A few weeks after the pci procedure, the patient was noted to have increase pressure through the valve or possible aortic insufficiency. The valve was explanted and a non-sjm valve was implanted. The patient expired on post-operative day one.

Manufacturer narrative:
Gtin number: unknown.